Manufacturer narrative:
Results: the cat8 was kinked in multiple locations near the distal tip. The packaging mandrel and packaging tape were removed from the packaging card. Conclusions: evaluation of the returned cat8 revealed it was kinked in multiple locations near the distal tip. If the product display box or packaging card are improperly handled or folded during transit or storage, the packaging mandrel may not remain secured to the packaging card under the packaging tape. If an attempt to withdraw the cat8 from the packaging is then made, the mandrel may further dislodge from the packaging card, and damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While removing an indigo system aspiration catheter 8 (cat8) from its packaging, the physician found that the packaging mandrel was not secured to the packaging card by the packaging tape, and the mandrel was pressed into the cat8 catheter shaft. The physician attempted to secure the mandrel with the packaging tape, but the distal end of the cat8 became damaged during attempts to remove it from the packaging. The damaged cat8 was noticed prior to use and, therefore, was not used in the procedure. The procedure was completed using a new cat8.